Event description:
The advocate called for help with the customer's meter. While troubleshooting, he performed control tests and received a result of "hi". The normal control range was 102-141mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.